Event description:
It was reported to boston scientific corporation on october 28, 2020 that a cold axios stent was to be implanted to treat an anastomotic stricture in the pylorus during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the first flange of the stent was deployed. Reportedly, when trying to deploy the second flange, the catheter was difficult to move and a lot of resistance was felt. It was noted that the catheter control hub on the handle broke. The stent was removed from the patient partially deployed on the delivery system and another hot axios stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: according to the complainant, the axios stent was intended to be placed to treat an anastomotic stricture in the pylorus. However, per the axios stent and delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The device is not indicated to treat an anastomotic stricture in the pylorus. According to the complainant, there was difficulty encountered when removing the delivery system from the scope.

Manufacturer narrative:
Block b5 and h6 have been updated with the additional information received on december 07, 2020. Block h6: problem code 2906 captures the reportable event of stent partially deployed. Block h10: the hot axios delivery system was received for analysis; the stent and control deployment hub were not returned. Visual examination of the returned device did not find any damages or issues to the delivery system. The reported event of stent partially deployed was not confirmed; the stent was not returned. Additionally, stent partially deployed and device difficult to remove could not be confirmed; as these failures occurred during the procedure and it is not possible to replicate in the laboratory of analysis. The reported event of handle break was confirmed; the control deployment hub was detached and was not returned. A labeling review was performed and from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the device was placed to treat an anastomotic stricture in the pyloris. The IFU states, "the axios stent and delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall"; however, the device was placed to treat an anastomotic stricture which is not indicated in the IFU. Taking all available information into consideration, the investigation concluded that the reported events were likely due to factors encountered during the procedure. It may be that the interaction with the scope could have caused the physician to experience some difficulty during the attempted deployment of the second flange, which limited the performance of the device and contributed to the failures reported. Therefore, the most probable cause is adverse event related to the procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a cold axios stent was to be implanted to treat an anastomotic stricture in the pylorus during an esophagogastroduodenoscopy (egd) with stent placement procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the first flange of the stent was deployed. Reportedly, when trying to deploy the second flange, the catheter was difficult to move and a lot of resistance was felt. It was noted that the catheter control hub on the handle broke. The stent was removed from the patient partially deployed on the delivery system and another hot axios stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: according to the complainant, the axios stent was intended to be placed to treat an anastomotic stricture in the pylorus. However, per the axios stent and delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The device is not indicated to treat an anastomotic stricture in the pylorus.